Manufacturer narrative:
The analysis of provided files confirmed the reported issue. Errors present in the field indicates a bad communication between telemetry head and implant due to environment (noise, telemetry head location,). A malfunction is not suspected from cpr4 telemetry head.

Event description:
On 29.04 4 ICD / pm follow ups at the account, cardiocentro ticino" were performed / pm model: teo dr: after placing the cpr4 head to on the pacemaker area of the skin, all lights on the pm head flashed blue - the system message appeared to, place the head over pm". Cpr4 head was switched to other programmer usb, programmer was restarted and the head position was changed various times and it was not possible to interrogate the pm / ICD (full blue lights on head) - afterwards it was switched to another programmer with cpr3 head - interrogation was immediately possible. // the same situation occurred on same day on platinium vr - only interrogation with cpr3 was possible.

Manufacturer narrative:
The analysis of provided files confirmed the reported issue. Errors present in the field indicates a bad communication between telemetry head and implant due to environment (noise, telemetry head location, ¿) . A malfunction is not suspected from cpr4 telemetry head.

Event description:
On 29.04 4 ICD / pm follow ups at the account ,,cardiocentro ticino" were performed / pm model: teo dr: after placing the cpr4 head to on the pacemaker area of the skin, all lights on the pm head flashed blue - the system message appeared to ,,place the head over pm". Cpr4 head was switched to other programmer usb, programmer was restarted and the head position was changed various times and it was not possible to interrogate the pm / ICD (full blue lights on head) - afterwards it was switched to another programmer with cpr3 head - interrogation was immediately possible. // the same situation occurred on same day on platinium vr - only interrogation with cpr3 was possible.